Manufacturer narrative:
Results, conclusions: amputation.

Event description:
It is reported that approximately 12 months post index procedure, the patient experienced worsened condition of the left leg. Investigator assessed the event to be definitely related to the study device and study procedure. The patient underwent major limb amputation of the left limb approximately 2 weeks later. It is reported that the event is unresolved.

Event description:
It is reported that approximately 12 months post the index procedure the patient suffered from necrosis of the IV left toe. Minor amputation of the left limb was carried out 5 days later. It was not assessed if the amputation was related to the study device. The event was unresolved.

Manufacturer narrative:
Results: occlusion. Conclusions: occlusion. (B)(4).

Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa/popliteal of the left leg. Devices were successful. Two complete se stents were also implanted to treat persistent residual stenosis. The patient was discharged on aspirin and clopidogrel. Approximately 10 months post the index procedure it is reported the patient suffered from occlusion of the target lesion in the left leg. Investigator indicated the event was definitely related to the device and procedure. No treatment was given and the outcome of the event is currently ongoing.